Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing debug and final testing without duplicating the report. An internal inspection found no discrepancies. The device's main board was replaced as a precaution. A replacement device was sent to the customer. No trend is associated with reports of this type. The electrodes used at the time were not returned for evaluation.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full functionality testing without duplicating the report. An internal inspection resulted in no findings. The main board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.